Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral (sfa) artery. A 2 mm x 20 mm x 143 cm coyote¿ es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0 x 20 coyote nc balloon catheter. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral (sfa) artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0x20 coyote nc balloon catheter. No patient complications were reported and the patients status was stable.